Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer called technical support, received step-by-step guidance to perform pump reset, and after reset error did not recur and sensor session was successfully started; no additional information was received regarding the outcome of the event.